Event description:
The following has been reported: biomed reported: no harm of patient reported, nor an active infusion being stopped. Problem: locked mechanism (latch wont open or close) even when powered off and cleaned a preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a linux crash. The device was able to pass mock infusion without issue. Device was opened to investigate for signs of physical damage, no damage was found. Device logs were pulled and confirmed the linux crash and multiple powerprocessor failures. As such the main pcba and som will be replaced.

Manufacturer narrative:
Date of submission is updated to 10/16/2024.